Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. X-rays reviewed by a third party hcp identified left total hip arthroplasty with superior dislocation of the femoral head and possible calcified loose body within the joint. The DHR was unable to be reviewed as the lot number is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01974.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.